Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The technician noted, "helix was found bent in the sleevehead and would not extend at time of analysis."

Event description:
It was reported that during the implant procedure the lead helix would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.